Manufacturer narrative:
(B)(4). The reported issue of the heater bag looked like it was going to pop was not confirmed or duplicated during evaluation. The assignable cause was undetermined. A service history review of the device was performed and no issues were identified. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center to report a check lines and bags alarm and a heater bag that looked like it was going to pop on a homechoice (hc) machine during prime. The caregiver (cg) stated that the heater bag looked like it was going to pop. The cg stated that when the heater bag looked like it was going to pop, the hc was just priming and priming and did not stop. The technical service representative (tsr) initiated a swap of the machine. The tsr recommended that the home patient (hp) use manual supplies tonight. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.